Event description:
It was reported that the implantable cardiac monitor exhibited electrocardiogram anomaly; the data could not be retrieved. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.